Event description:
The surgeon used a tall clamp and a z-marker in this case. The first 3d spin was done, and the surgeon instrumented the left side l2-l5. Then, the surgeon flipped the patient marker. Beginning at right l2, the surgeon instrumented both right l2 and l3. When reaching right l4, a landmark check was conducted, and inaccuracies were revealed. A secondary 3d spin was then completed, showing that all screws were inaccurately positioned cranially, requiring the repositioning of 5 out of the 6 screws. The surgeon proceeded to reposition the 5 screws correctly using xvision after re-registration. On the right side, the screws for l4 and l5 were placed using a different system. Images demonstrating virtual screws navigated by the system were compared with images from the scan conducted after the screws were inserted (actual position). Since 5 out of the 6 inserted screws deviated by a similar level to the same direction, the probable cause for inaccuracy in the first insertion was a movement of either the anatomy or the reference frame that occurred after the completion of the first spin registration or insertion of the first screw. Since the screws were re-directed accurately after re-spinning and re-registration, a malfunction of the system can be ruled out.